Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed a series of no external power events on (B)(6)2022 caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 3 days (30jul2022 ¿ 02aug2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Two no external power alarms were observed on (B)(6) 2022 at 22:11 while the mpu was in use. The alarms appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarms resolved within the same minute of activation when power was restored to the system. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the low voltage and no external power alarms: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.